Event description:
General report received of an unspecified number of undocumented incidents of tubing disconnections. The secondary tubing sets were being used to deliver unspecified chemotherapeutic agents. The option-lok male adapters of the secondary tubing sets were connected to microclave port male adapter plugs. The microclave port male adapter plugs were connected to the secondary ports of the cassettes of the plum sets. After unspecified lengths of time in use, while the clinician were at the bedsides, it was reported the option-lok male adapters of the secondary tubing sets "sometimes pop off" the microclave port male adapter plugs. It was reported that unspecified volumes of the chemotherapeutic agents leaked. The solutions that leaked were cleaned up according to the hospital's protocol. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapies critical for these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the devices will not be returned for investigations. (B) (4). (B) (4).